Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees, that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate

Event description:
A 73-year-old female with a pre-support clinical status consistent with scai shock stage a underwent elective impella support. The patient was initially supported with an impella cp placed percutaneously via the right femoral artery on (B)(6) 2026 at 21:33 and remained on support until explant on (B)(6) 2026 at 14:38, at which time the patient was alive. Subsequently, an impella 5.5 was surgically implanted via direct right aortic access on (B)(6) 2026 at 14:41. During cardiac standstill, manual cardiac massage was performed by the physician, during which time the impella 5.5 pump perforated the left ventricle. The ventricular myocardium was noted to be friable and previously diseased/damaged. The perforation was attributed to pump interaction with the ventricular wall. Surgical repair was required, consisting of multiple pledgeted sutures and application of hemostatic gel/glue. Based on the information provided, the injury was attributed to the impella 5.5 pump during cardiac massage in the setting of friable ventricular tissue and pre-existing myocardial disease. The device was not removed due to a suspected failure mode, and no device evaluation was possible due to lack of product return and unavailable console data. While the device was reported as involved in the event, the available evidence suggests significant contributing clinical and anatomical factors.

Manufacturer narrative:
Corrected information has been provided in d4 serial number. H6 investigation: type, findings, and conclusion codes and h6 component codes were updated accordingly based on the completed investigation. The cause of the cardiac perforation / patient device interaction problem was determined to be user related since the lv perforated while the physician was providing cardiac massage.